Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided for this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: undetermined. No sample, lot, or batch provided.

Event description:
It was reported that there are flow issues with an bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: material no: 515003, batch no: unknown. (1 of 2). It was reported that the facility has been preparing medication in a secondary bag for the past year and it was running at about 100ml/hr and has been causing them sympathetic flow issues. They said they¿ve tried hanging the primary bag on additional hangers and have tried clamping the primary line. However, they continue to have issues. The most successful work around is to not use phaseal and to take down the whole set when finished.